Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was broken. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a worn/defective(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a worn/defective(dso) downstream occlusion seal. The worn/defective(dso) downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.